Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap sleeve gastrectomy procedure, the device was used and appeared fine. Staple line was dry during operation. However, there was poor staple formation because the patient experienced bleeding post-operatively. Patient was brought back to the or to over sew the staple line. There were no injury or complications afterwards. Patient is doing good. No other patient adverse events reported. No reinforcement material used. There will be an additional operation performed to correct the issue.

Event description:
Patient was brought back to the or afterwards, where the surgeon performed an exploratory laparotomy to over sew the staple line.